Event description:
On (B)(6) 2018 a patient received a perceval pvs25 sutureless aortic heart valve as part of the believe study. The manufacturer was notified of a serious adverse event, arrhythmias and conduction disorders, which resulted in pacemaker implant due to acquired third degree av block on (B)(6) 2018. The site reported this event as related to the procedure and not related to the device.